Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was delayed in responding to presses. In addition, it was reported that the wake button appeared to be stuck. There was no impact to customer's blood glucose level. Customer continued using the pump for insulin therapy.